Manufacturer narrative:
(B)(4) ruptures are labeled in the IFU. (B)(4) endoleaks are labeled in the IFU. No product or images were provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contradictions, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair was performed on (B)(6) 2007. Aneurysm growth was detected during follow-up, but the physician was unable to determine the type of endoleak. Ima was coil embolized to treat suspected type ii and additional legs were deployed down to treat suspected type ib endoleaks. The patient tolerated the intervention. Continued aneurysm growth/disease progression likely resulted in loss of sealing stent securement. At this time, there is no indication that a design or process induced failure of the device resulted in the reported endoleaks. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2007. The patient's anatomical form was suitable for endovascular repair and the procedure was performed as prescribed. He also received bowel cancer procedure before this occurrence. Aneurysm growth was observed at the time of follow up visit. The physician considered type ii endoleak from inferior mesenteric artery and performed coil embolization to resolve it. However, aneurysm kept expanding. On (B)(6) 2011, aneurysm was ruptured. On (B)(6) 2011, no endoleak was observed under CT and digital subtraction angiography. The physician considered type I endoleak from both sides of iliac legs and placed two gore stent grafts into right external iliac artery and one cook stent graft into left external iliac artery as emergency treatment. No endoleak was revealed just like before this procedure. The patient was fine after the additional procedure.